Manufacturer narrative:
(B)(4).

Event description:
The event was due to the lead/extension - break. Surgical intervention involving explant of the ins, lead, and extension occurred in (B)(6) 2010. The pt had two device systems. Signs/symptoms associated with the event included pain and electric shocking sensation. It was found that the side effects of the device were more troubling than the parkinson's symptoms. See manufacturer's #3004209178-2011-03418.